Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish-brown material and a hole in the pebax section. The device was connected to the carto 3 system and error 106 was observed on the screen. Due to this condition, the handle of the device was dissected, and resistance and continuity of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip area was identified. Further analysis was performed and the peek housing was removed, and it was visualized under a microscope. It was found that there was insufficient adhesive in the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive issues was traced to the manufacturing process. The damage found on the pebax during the visual is not related to the issue reported by the customer. The potential cause of the pebax damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: -the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. -concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the force issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code occurred / (out-of-box failure)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing related¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code occurred / (out-of-box failure)¿¿ issue. In addition, biosense webster inc. Analysis finding of the ¿an open circuit on the tip area was identified¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿106 alert code occurred / (out-of-box failure)¿¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive in the tip area¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish-brown material and a hole in the pebax section¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax section. The 106 alert code occurred after the catheter was plugged into the carto system and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-nov-2024, observed reddish-brown material and a hole in the pebax section. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax section on 07-nov-2024 and have assessed this returned condition as reportable.